Event description:
It was reported that an alarm had occurred for a motor stall which recovered as per the logs and the alarm was occurring again. On (B)(6) 2011, it was reported by the hcp that the pump logs showed motor stall on (B)(6) 2011 with no recovery. The pt experienced withdrawal on (B)(6) 2011. Pt also had a heart attack a short time later, but they weren't sure if it was related. The pump had been scheduled to be replaced on (B)(6) 2011.

Manufacturer narrative:
(B)(4).